Event description:
(B)(4). According to the information received, an end user reported that he suffered injury to his urethra. The user claims that a very small nearly invisible "grain" was on the catheter coating. He could not remove this "grain" with his finger nail from the catheter surface.

Event description:
(B)(6). According to the information received, an end user reported that he suffered injury to his urethra. The user claims that a very small nearly invisible "grain" was on the catheter coating. He could not remove this "grain" with his finger nail from the catheter surface.

Manufacturer narrative:
Product has been requested but as of to date, the product testing has not be completed. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. When additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product has been requested but as of to date the product testing has not be completed. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. When additional information becomes available a follow-up report will be submitted. Follow up 1: 10 products were returned for testing. Performance testing (friction testing) yield acceptable results. No "grain" or contamination was found on the catheter. Based upon the testing on the returned products this complaint cannot be confirmed as reported.